Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 576mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the customer was using apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was against labeling. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated that they preferred to change all of their pump supplies. After the supply change, the customer successfully delivered a correction bolus and stated that they would speak with their healthcare provider in regards to switching to humalog insulin. The customer declined a follow-up call to ensure their bg levels decreased.